Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with the reservoir being stuck in the insulin pump. Customer stated they were unable to push insulin through the reservoir with the push plunger. It was also found the customer had air bubbles in the tubing and reservoir. Customer stated the air bubbles were up to two centimeters in size. The customer stated the insulin pump was not rewound with the reservoir in place to create air bubbles. Customer's blood glucose was 12 mmol/l at the time of incident. The customer declined to return the reservoir for analysis.